Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had multiple episodes of vt/vf. It was suspected that the device diagnosed non-sustained vt and delivered atp therapy and hv therapy. Review of egms from a device check showed episodes of vt that degraded into vf; some undersensing was seen but the device successfully converted the arrhythmia. The device check following the event was normal.